Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the package seal was incomplete. The target lesion was located in the femoropopliteal artery. A 6.0 mm x 40 mm, 135 cm ranger drug-coated balloon was selected for use. Upon opening the package, it was noted that it was not completely sealed. As sterility could not be ensured, the device was not used and was replaced with another ranger drug-coated balloon of the same specifications to complete the procedure. No patient complications were associated with this event. The patient remained stable following the procedure.